Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller had medical notes stating pt had revision on 8/27/2009 with verbiage "although initially some benefit, subsequently no benefit and no longer in use". Caller reports scs has not been in use since 3/14/2012. Caller noted pt has a history of chronic pain in the neck, back and chest wall. See genera text for omitted information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.